Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton getting left inside - vagina [foreign body in reproductive tract]. Tampons not staying fully intact [device breakage]. When I try to pull them out some of the cotton gets left inside [complication of device removal]. Case description: consumer reported via e-mail that tampons are not staying fully intact. No serious injury reported.